Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was returned for evaluation finding it had been cut open close to the motor housing. The device was visually inspected, and biomaterial was found over the outflow cage. The catheter was observed to be punctured near 30 cm marking with hole in the catheter. Blood ingress was observed in the catheter, but clear in the purge line. No other abnormalities were found. Data logs were reviewed, and several 119 pump stop alarms were observed at the end. Pump was able to restart after several occurrences of 119 pump stop. No motor current spike was observed to align with biomaterial ingestion. The cause of the pump stop issue was most likely blood ingress due to a hole in the catheter resulting from improper use per field investigation and log review.

Event description:
The complainant reported that impella 5.5 had two pump stops. The clinician was able to restart the pump both times. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿